Manufacturer narrative:
11/13/2018 - the device was returned to the manufacturer on 11/1/2018 for an investigation. The investigation was completed on 11/09/2018. Below is the manufacturers narrative: manufacturers narrative: the heating pad is to be used on top of the area to be treated. We warn in the instructions not to lay on top of heating pad or use it in a position other than flat and on top of area to be treated. Crease marks found on the pvc around the area that over heated, showed it was used while in a heated condition. This roll or scrunched up use caused the rf welds to release when heated and further causing the wires to move and create hot spots. These hot spots are not regulated by the thermostats as they have moved out of position.

Event description:
On (B)(6) 2018 - the consumer claims to have placed the product behind her neck. The product was smoking and burned her sheets and mattress.